Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that unexpected alarm behavior occurred involving alarms from patient rooms not occurring at a time when the information center displays had shut off for several minutes. The device was in use for monitoring patients. No adverse event was described.